Event description:
It was reported that this pacemaker was implanted on (B)(6) 2014 and was explanted on (B)(6) 2019. In a product experience report received on february 19, 2019 in a form scanned from medical records. It was noted that the pacemaker exhibited end of expected battery life. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).